Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.